Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that intra-operatively, the tip of the driver broke. The product came in contact with patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.